Manufacturer narrative:
This report is submitted march 29, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site. Clinical management of the patient is ongoing. Additional information has been requested; however, not made available as of the date of this reports.